Event description:
Regarding etiology, the event was related to the device / lumbar portion of catheter (serial number: (B)(4)) and unlikely related to implant procedure. Regarding seriousness, a serious adverse device effect (sade) occurred. As per the pump's log, the following drugs were administered as of (B)(6) 2014: morphine (concentration: 10.0 mg/ml, dose rate: 3.901 mg/day) and bupivacaine (concentration: 10.0 mg/ml, dose rate: 3.901 mg/day).

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type catheter. (B)(4).

Event description:
A refill was performed on (B)(6) 2015. A longer needle from the medtronic refill kit was used to access the refill port due to swelling and a deep pump implant location. The actual residual volume of 5 ml exceeded the expected residual volume of 4.4 ml. Swelling in the right abdominal pocket was observed on (B)(6) 2015. The patient had increased pain and experienced a positional headache. A surgical revision of the catheter connector was performed. On (B)(6) 2015, it was observed during surgery that the proximal catheter segment and distal catheter segment broke, and they were disconnected. It was further reported that it appeared the disconnection occurred between the sutureless connector and the rest of the catheter. The issue was possibly related to the device or therapy, and not likely related to the implant procedure. The event required in-patient or prolonged hospitalization. The event resolved without sequelae on (B)(6) 2015. The pump contained morphine and bupivacaine.